Event description:
It was reported that the PICC line had to be pulled due to development of left upper extremity deep vein thrombosis. It was suspected that when the PICC line was pulled back, it dislodged the left ventricular lead. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.